Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (b0(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient's mother reported that patient is not available for the troubleshooting at the moment. Dexcom representative advised patient's mother to forget all other bluetooth devices, reset the bluetooth of the smart device and close all other background applications. No additional patient or event information is available.